Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use that the pg was exhibiting premature battery depletion. A year ago the device was showing 4.5 years remaining, and during the most recent device check, there was only 1 year remaining. The disk analysis was reviewed by technical services, and they were able to confirm premature battery depletion. The power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. It was recommended that the device should be replaced within 90 days. No adverse effects to the patient were reported. Additional information: several requests were submitted to the field representative for further information. No response was received.

Manufacturer narrative:
This device is expected to be explanted and returned for analysis. This report will be updated upon the completion of the investigation.

Event description:
It was reported during ongoing use that the pg was exhibiting premature battery depletion. A year ago the device was showing 4.5 years remaining, and during the most recent device check, there was only 1 year remaining. The disk analysis was reviewed by technical services, and they were able to confirm premature battery depletion. The power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. It was recommended that the device should be replaced within 90 days. No adverse effects to the patient were reported.